Event description:
Integrilin (eptifibatide) IV continuous infusion initiated at 0911 at rate of 11cc/hr (100 cc bottle) during cardiac catheterization. Rn confirmed rate of 11cc/hr on arrival to post cath unit at approximately 0930. At 1130 rn noted 100 cc bottle empty. New bottle of integrilin 100 ml hung at 11cc/hr. One hour later 2nd bottle now empty. Patient experienced some rigors, questionably due to medication or dye.